Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently went to the emergency room due to a blood glucose level of 24 mg/dl. Customer stated that they were treated with fluids and sent home. The customer reported that he insulin pump kept resetting back to the default settings. The customer stated that they received two insert battery alarms and one auto suspend alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to download and had unexpected an insulin pump setting reset after battery change due to pump was received in manufacturing mode. The insulin pump failed seating prime test; the problem was isolated to force sensor. Unable to perform occlusion and basic occlusion test due to seating anomaly. The insulin pump pass the displacement test passed. However, the insulin pump was monitored and no unexpected insert battery or replace battery now alarms noted.